Event description:
It was reported that pump had frequent occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Follow-up was declined regarding the issue, therefore no additional information was obtained.